Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with mentor siltex round moderate profile 300cc saline prostheses and experienced multiple symptoms post procedure beginning in 2009. The patient developed low thyroid symptoms, was diagnosed with hashimotos thyroiditis, food sensitivities, back pain, neck pain, shoulder pain, neuropathy in the extremities, deep muscle pain, joint pain, brain fog, chronic fatigue, insomnia, restless sleep, inability to recover from exercise, inability to lose weight, loss of libido, swollen lymph nodes in the throat, swollen lymph nodes behind the ears, hair loss, hormonal imbalance, multiple fungal infections, bacterial infections, and viral infections. In 2018 parasites, candida, stress on the liver, stress on the kidneys, stress on the adrenals, high cholesterol, and high blood pressure were revealed. The root cause of these issues was not identified, and this case was not confirmed by a healthcare professional. The devices were explanted because of these reported issues. This information was previously reported by a non-mentor source under mw5084526. See 1645337-2019-10502 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 221734 on 5/16/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).